Event description:
Boston scientific corporation became aware of an event involving axios stent and electrocautery enhanced delivery systems and wallflex biliary rx fully covered stent systems through the article titled, "optimizing eus-guided choledochoduodenostomy with lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-iip): a prospective pilot study", by (B)(6) et al. Per the article, between august 2023 to april 2024, 27 patients suffering from malignant distal bile duct obstruction underwent eus-guided choledochoduodenostomy (eus-cds) using axios as lumen-apposing metal stents (lams) with a placement of a wallflex fully covered self-expanding metal stents through it. One mortality occurred during the test period of these procedures potentially related to ingrowth in the wallflex device and cholecystitis. The patient also had concomitant renal failure please see the referenced article for full details.

Manufacturer narrative:
Block b2: the exact date of the patients' death was not reported. The retrospective study start date of (B)(6) 2023, is used for the estimated date of death. Block b3: the exact date of event was not reported. The retrospective study start date of august 1, 2023, is used for the estimated date of event. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jeska a. Fritzsche; paul fockens; marc g. Besselink; oliver r. Busch; freek daams; mattheus c. B. Wielenga; johanna w. Wilmink; rogier p. Voermans; roy l. J. Van wanrooij. "Optimizing eus-guided choledochoduodenostomy with lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-iip): a prospective pilot study." Gastrointestinal endoscopy 2025; volume 101, no. 5: 1009-1016. Block h6: imdrf patient code e2326 captures the reportable event of cholecystitis. Imdrf impact code f02 captures the patient's death.